Event description:
It was reported the 23 mm sjm epic supra was explanted due to stenosis. The physician suspected bioglue as being the cause, but could not rule out that valve thrombosis may have occurred. The explanted valve was sent to the hospital's pathology department. Additional information has been requested.